Manufacturer narrative:
See attached summary memo of evaluation.

Event description:
The dental implant fx3610swc was removed on (B)(6) 2017 due to failure to osseointegrate 9 days after implantation. The doctor indicated that bone resorption caused the implant to bne removed. The patient has no significant medical history and has been recovered without complications.